Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for right atril lead revision due to dislodgement. The lead exhibited high thresholds and loss of sensing. The attempts at lead respositioning failed and was explanted and replaced. The patient was stable post procedure.